Event description:
It was reported that the patient's neurostimulator had never worked and could not be recharged. The patient had met with several manufacturer representatives and the hcp and was told that the paddle could not be put flush against the device, and that the device had been put in the wrong location. It was noted that the patient had a spinal fusion surgery in 2005 and didn't know if there was scar tissue. The patient was able to charge a few times by lying flat on her back, but could not wear the belt. It was noted that the leads were in the correct place, and switching out the battery to a non-rechargeable was a possibility, otherwise the patient wanted the system removed. It was reported that the patient's back "was miserable" and she "lived on pain medication". It was noted that the patient had knee problems and could not have an MRI due to the device.

Event description:
Additional information received reported that the patient was seen in her hcp office on august 30th and reported that therapy and pain control were good. It was noted that the patient was doing wonderfully and riding her bike six miles a day, however it was later reported that the device "had never worked", the patient was "never able to feel stimulation", and the patient was unable to charge the device.

Manufacturer narrative:
(B)(4). Lead model 3487a-28 lot# v139141 implanted: 2008-(B)(6) explanted: na; lead model 3487a-28 lot# v139141 implanted: 2008-(B)(6) explanted: na; extension model 37082-40 serial# (B)(4) implanted: 2008-(B)(6) explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).